Manufacturer narrative:
The device passed displacement test, active current test and selftest. The device failed sleep current test. Pump error 25 due to connector resistance issue. Low battery alert less than one week not confirmed.

Event description:
The customer reported via phone call that insulin pump had power loss alarm. The blood glucose at the time of the incident was 130 mg/dl. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.